Manufacturer narrative:
Additional mfg narrative: the pt identifier, weight, age and gender were not provided.

Event description:
It was reported that during setup of a procedure using the quantum system, when the device was powered on it alarmed and smelled of smoke. The surgery had to be rescheduled as a result of this, however no pt complications were reported.